Event description:
A US distributor contacted ZOLL to report that a patient's pre-existing condition was exacerbated by the LifeVest equipment. Patient had surgery on the back in May and the LV is irritating the incision site. Patient described the area as bleeding, open and had bacteria.There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient wear cotton under the LV for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
not applicable.